Event description:
During pod activation, a customer reported he "did not hear the click sound or feel the cannula insert but thought it did" so he continued to wear the pod for an unknown amount of time. His bg rose to 439 mg/dl. The customer "could still see the needle in the pod" which makes him think the needle/cannula "never deployed." The product will be returned for evaluation.

Manufacturer narrative:
The pod was returned for evaluation with the needle un-deployed. The investigation confirmed that the needle mechanism had not fired due to a component being installed incorrectly. As a result of the needle mechanism failure, the cannula would not have deployed into the customer's skin. Based on investigation results, the pod had malfunctioned due to a manufacturing error and would have directly contributed to the customer's high bg levels. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted." The user guide further warns to "check the infusion site often to make sure the pod and soft cannula are securely applied and in place. If the cannula is not properly inserted, hyperglycemia may result". Insulet has initiated an internal investigation to identify the root cause of this failure mode and to minimize and prevent its recurrence. The investigation is in-process as of the date of this report. Product lot qualification records were reviewed and determined to have met all acceptance criteria.